Event description:
It was reported that the monopolar cautery instrument had a stuck attachment. The customer reported event has no report of patient injury.

Manufacturer narrative:
The monopolar cautery instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 2.94mm x 3.21mm in size. The instrument was found to have broken electrical contacts. Two broken pieces, measuring approximately 4.518mm x 0.813mm in size, were not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.